Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had recurring battery out limits and blank displays. The customer reported that this issue had been ongoing for about one month leading up to the call. Blood glucose level at the time of the incident was not provided. The customer reported that he had been sent a replacement battery cap and that did not correct the issue. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.